Manufacturer narrative:
Product implicated is a 5 fr dual lumen catheter. Returned for eval is the catheter which is in two pieces. The proximal section (hub) measures 6.6cm and the distal section (tubing) measures 50.4cm. The stylet was also returned and measures 72cm. Lot history review indicates no related component or mfg related issues and one product complaint of similar nature, which was recorded as inconclusive-no product returned. The catheter separated at the hub tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The stylet is straight and smooth, there appear to be no defects under visual examination. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
The catheter was placed 10/8/97. On 10/10/97, the catheter separated from the y-connector. The pt lost about 10cc of blood. The nurse stopped the blood flow and removed the broken catheter. The nurse removed the dressing and found that portion was coiled under the dressing and had not been disturbed.